Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have hepatic enzyme abnormal ("liver enzymes were off") and experienced rash ("rashes"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, hepatic enzyme abnormal and rash outcome was unknown. The reporter considered hepatic enzyme abnormal, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, hepatic enzyme abnormal and rash. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have hepatic enzyme abnormal ("liver enzymes were off") and experienced rash ("rashes"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, hepatic enzyme abnormal and rash outcome was unknown. The reporter considered hepatic enzyme abnormal, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, hepatic enzyme abnormal and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have hepatic enzyme abnormal ("liver enzymes were off") and experienced rash ("rashes") and feeling abnormal ("brain fog nos "). The patient was treated with surgery (abdominal hysterectomy, tubes and ovaries removed). Essure was removed. At the time of the report, the medical device removal, hepatic enzyme abnormal, rash and feeling abnormal outcome was unknown. The reporter considered feeling abnormal, hepatic enzyme abnormal, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, hepatic enzyme abnormal and rash, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event addition. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.